Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction (bifurcate). The catheter was originally placed (B)(6) 2013. The catheter was replaced on (B)(6) 2015. The total dwell time was 1 year and 6 months. There was no patient injury.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
One sample was received at the manufacturing site for analysis and investigation. One catheter was returned for evaluation. The sample consisted of one incomplete catheter of product 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter, 28 cm implant length, 45 cm over all length (oal). The catheter came inside a plastic bag and it presented signs of use (presence of blood). Through visual inspection it was observed that the hub was wrapped with a kind of tape and the catheter was cut approx. 5 cm below hub. Besides a hole was found on the joint of the catheter, below the hub. The product related to this complaint is product code: 8888145049, product description: palindrome sapphire 28/45kt vt, product lot number: 117669. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no ncrs for this lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. During functional testing (underwater test), bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. Based on the complaint description, the device functioned as intended for a period of 1 year and 6 months. As per the instructions for use, the customer has to perform a visual inspection before using the device. The catheter tubing can tear when subjected to excessive force and rough edges. Inspect the catheter frequently for nicks scrapes and cuts which could impair its performance. Based on the complaint description the device functioned as intended for approximately 1 year and 6 months; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) . This failure mode is being addressed through a corrective and preventative action (CAPA) and health hazard evaluation (hhe) therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.